Event description:
Complaint: on (B)(6) 2010 at approx 6:00pm, the facility was transferring a (B)(6) old male pt on a nipride drip of 9.2 ccs/hr from his room to CT. They unplugged the pump for transport and it went dead. During transport, the pt seized. They stabilized the pt and when they plugged the pump back in, it started delivered at 122ccs per hour.

Manufacturer narrative:
The device has not been returned for eval by the MFR. Attempts have been made to contact the user facility to have the device returned. A review of the device history file shows that the device has not been inspected by the MFR in the last six yrs. A follow-up report will be filed if the device is made available for eval in the future.